Event description:
A female patient reported being diagnosed with unconfirmed microbial keratitis and corneal ulcer in 2008 while using complete multipurpose solution easy rub formula. She has not used the product since that month because she can no longer wear contacts. Her symptoms began with pain, eyelid swelling, sensitivity to light, discharge and temporary vision loss. She was examined by her doctor and prescribed ciprofloxcin, ciloxin, vigamox and tobradex. The event began when she came home from work one day and put her contact lenses in to go out for the night, she remembers using a blemish removal product prior to putting her lenses in and thought she may have gotten some of the blemish product on her lens and into her eye. She reported telling her doctor this and he said he did not believe her problems were caused by that. She also reports she has slept and showered with her contact lenses on. The patient's symptoms have abated. Additional information has been requested.

Manufacturer narrative:
A review of the records for reported lot/batch of product is being performed. Physico-chemical and microbiology analysis results of unit retained from reported lot is being performed. Complaint unit has not been available for manufacturer testing. Root cause has not been established.